Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd 2 scs systems (lumbar and thoracic). It was reported surgical intervention was undertaken and one ipg replaced due to pain over the right hip and flank area. F/u revealed the pt had adequate stimulation and coverage postoperatively. The issue has resolved.